Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure; the lens had a broken haptic. Additional information has been requested and received lens was not inserted as haptic broken. Opened another lens and the procedure was completed on same day without any harm to the patient. There are two medical device reports associated with this report. This report is 2 of 2.

Manufacturer narrative:
Additional information was provided in e.1. The manufacturer internal reference number is: (B)(4).